Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter (B)(4). The meter display flickers on and off making the display difficult to read. There was no allegation that any test results had been misinterpreted.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.